Manufacturer narrative:
There was no additional patient information provided by the customer. During the site visit, the field service representative (fsr) inspected the instrument and observed the cuvettes overflowing during the cuvette wash. The fsr noticed that the cuvette washer vacuum pump was not turning on because the power cable to the vacuum pump was not seated correctly. The fsr reseated the power connector and the instrument functioned as intended. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. A review of the alinity c analyzer, serial number (B)(4), service history found no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review of complaints for the vacuum pump, part number c-35016655-01 did not identify a trend or systemic issue. The most recent product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue associated with this ticket. The alinity ci-series operations manual and the alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of the vacuum pump. Based on the investigation no product deficiency was identified for either the alinity c analyzer, sn (B)(4), or the vacuum pump, part number c-35016655-01.

Event description:
The customer reported falsely depressed alinity c total bilirubin results on one patient generated while the vacuum pump on the instrument was not functioning properly. The results provided were: on (B)(6) 2020 initial = 2.00mg/dl / due to the vacuum pump issue the sample was retested on a different analyzer =19.0mg/dl. A corrected result was sent to the physician. There was no reported impact to patient management.